Manufacturer narrative:
A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An ovation ix abdominal stent graft was implanted to treat an abdominal aortic aneurysm. Upon polymer fill of the aortic body stent graft, the physician released tension of the graft per the device instructions for use (IFU), and the patient subsequently experienced hypotension followed by an observation that the polymer syringe had emptied indicating a intravascular leak of polymer. The patient was treated for a contrast allergy per the device IFU, and was stabilized within 35 minutes. It was noted that there was a decreased diameter of the sealing ring(s) with a type ia endoleak present. A palmaz was placed at the level of the sealing rings successfully resolving the endoleak. The patient was discharged on the following day and there have been no additional patient sequelae reported.

Manufacturer narrative:
The root cause for the reported polymer leak upon graft polymer fill and subsequent patient hypotension could not be definitively determined. The fluid leak likely resulted in the reported diminished fill of the secondary sealing ring. Unable to determine anatomy-related issues, additional off label, or cautionary product use conditions. Associated clinical harms for this event included: transient hypotension. It was noted that the cross-over lumen was utilized prior to polymer fill of the stent graft which is outside the instructions for use; however, it could not be determined if this contributed to the event with the limited information available. The most likely cause was due to a compromise in the stent graft fill channels and/or mating junction between the delivery system and stent graft; however, this could not be definitively confirmed without a review of the device. The delivery system was not available for return and the stent graft remains implanted. The most likely cause of the loss of seal could not be determined. However, the infrarenal angulation and reported decreased fill of the sealing rings likely contributed to the event. The type ia was reported to be resolved intraoperatively with ballooning and the placement of a non-endologix stent across the sealing rings. It could not be determined if user and/or procedural related factors, off-label, or cautionary product use conditions contributed to the event. The final patient disposition was discharged home on post operative day one with no additional negative patient sequelae reported. A clinical assessment was required, but limited medical information was made available. This assessment was based upon the reported event, cumulative knowledge informed by past assessments of similar complaints, and/or other non-medical, relative information such as, but not limited to: still photographs; videos; sizing/case planning sheet/summary.